Event description:
A home patient (hp) contacted baxter (B)(4) to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during use. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm and assisted to review the alarm log. The tsr advised the hp to disconnect from the machine and restart the setup with all new supplies. The tsr also reviewed proper procedures with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this report is an allegation against the cassette; however, since the product code is unknown at this time, there will not be a 510k number provided. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This report was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the cause of the alarm was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).